Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery does not fully charge. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the batteries. Functional tests were performed with positive results. The iabp was returned to the customer for clinical use.